Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited alarms, the screen was red and displayed 46876. Troubleshooting was performed, a key stuck messages was displayed and the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.